Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, complex reg pain syndrome, type 1. It was reported that the patient went to ER due to shocking/jolting, uncomfortable stim. Caller was an MRI tech. MRI tech learned the patient put ins into MRI mode and shocking/jolting resolved. The event date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. Patient did nothing different, been doing it. Steps taken to resolve the issue were that patient went to ER and shut it off. The issue was not resolved. Patient provided the event date as (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient had spent several days in the hospital for chronic back pain, and that the patient needed to wait for a manufacturer representative before having a procedure done. There were no further complications reported or anticipated.